Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc needle shield and cap were missing. The following information was provided by the initial reporter: during preparation to puncture, the bent needle was found and the needle shield and heparin cap were missing.